Event description:
It was reported that a patient underwent a posterior bilateral procedure using rods and screws. Sometime post-op it was discovered that a screw had broken. The patient received a revision surgery to remove the broken screw. No additional patient complications were reported.

Manufacturer narrative:
(B) (4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.